Manufacturer narrative:
Heartsine's investigation of the device observed a fault with both the on/off button and shock button. The device presented an intermittent fault with the on/off button, requiring multiple attempts to power on the device. Furthermore, the shock button did not function when prompted to press it, therefore the device did not deliver a test shock. The faults were attributed to a pronounced fold on the membrane tail. Inability to switch on the device, or to use the shock button, may prevent or delay defibrillation therapy, which could result in adverse consequences.

Event description:
On investigation of the device, the device was difficult to power on. Inability or difficultly in powering on a device may delay or prevent defibrillation, which could lead to adverse consequences. No patient involvement.